Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the pump is being replaced for a different issue and the customer will reach out to their healthcare provider to obtain a backup method of insulin therapy.